Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided, and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the patient's tube was replaced from the jejunal port when the extension set is removed. The patient states this has been a common issue every since switching from mic gj to mic-key gj and does not leave the extension set connected after feedings, and always disconnects. It is not pouring out but it is trickling and makes a mess and the was replaced due to leaking.. No injury reported.